Event description:
As reported by the user facility: detailed inquiry description: missing green free flow protection clip. No patient involvement.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph and one (1) used sample was provided for evaluation. The photograph provided shows the free flow clip missing; however, when the sample was decontaminated, it was noted the sample did have a free flow clamp present. Based on evaluation results, the photograph provided confirmed a missing free flow clip. While the exact root was not be determined, incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.